Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 800.8000 in the log. Technical support: 1. If power on and get a 255-16-275 error everytime, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. Wilson could not duplicate the error. Recommended perform pm on the pc unit and put back in rotation. A review of the device history record showed the device had a manufacture date of 02 jun 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported error 800.8000 on the error log. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported error 800.8000 on the error log. There was no patient involvement.